Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was hospitalized due to syncope. Interrogation revealed that this lead had high out-of-range impedances, high threshold measurements and noise. A chest x-ray confirmed a lead fracture. This lead was surgically abandoned and replaced without incident.